Event description:
It was reported that pump screen remained dark and would not turn on despite multiple attempts, including removing pump from case, pressing button as instructed, and charging pump with known working supplies. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump with updated software, confirmed shipping details, instructed customer to allow battery on problematic pump to fully deplete and return it within 10 days using provided materials, and advised customer to program pump settings and connect continuous glucose monitor on replacement pump.